Manufacturer narrative:
H3: device not returned to manufacturer. Device evaluation: two photos were provided by the customer. The failure mode reported by the customer was not able to be confirmed by the photo. If the sample is provided by the customer at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that during infusion the tube connected to the luer lock come off. There was patient involvement. Patient was now in the hospital for an examination because a high fever appeared after this event.